Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not been yet received; investigation is pending. A review of the device history record is also pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock that reportedly leaked an unspecified fluid/infusate. The facility will no longer use this device because of the leakage issue. The total affected product amount was 2 cases and they have requested credit. There was no report of any human harm.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: no.